Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards valve implanted in the mitral position was explanted after an unknown implant duration due to a leak. Nature of regurgitation (paravalvular leak or central leak) was not provided.

Manufacturer narrative:
Device evaluation: customer report of leak was confirmed through observed leaflet damage. Leaflet 3 had a puncture approximately 1.5mm long at the cusp area. Edges of leaflet puncture appeared to match up. X-ray demonstrated wireform intact. A suture pledget remained attached to the valve sewing ring around leaflet 2 near commissure 3. Minimal host tissue overgrowth on the stent circumference was found underneath the suture pledget. Sewing ring was cut around leaflet 1 and commissure 2. Wireform was exposed around leaflet 1 on the inflow aspect and around leaflet 2 on the outflow aspect. Corrected data; based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a (B)(6) valve implanted in the mitral position was explanted at implant due to a leak. As reported, the leakage happened during the operation when testing the valve. A pretty big leakage was seen. The surgeon speculated if something happened during the preparation, if the tricentrix system was not properly pushed or similar. The valve was replaced with a (B)(6) valve. The replacement valve worked fine without any leakage.